Event description:
It was reported that while pulling a drain tube to remove it, the drain tube broke at the edge of the white and clear portions and remained in the peritoneum. The drain was in-situ for 4 days prior to removal. No perforations were made in the drain and no sutures were used in or near the drain. The pieces were removed with forceps under fluoroscopic guidance. The pt was reported to be stable.

Manufacturer narrative:
The device history record could not be reviewed as no lot number was provided. One partial drain was returned for eval. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond the tensile capabilities. The dimensional values were found to meet specs. Quality assurance performs visual inspections to ensure that drain assemblies are free of damage and also perform a break strength test. There was no evidence of any mfg issues that may have caused or contributed to the reported problem. It should be noted that the instructions for use states the following: "additional perforations should not be made in the drain. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if the drain is difficult to remove or breaks". (B) (4).